Event description:
It was reported that a black particle of foreign matter was found in the bd whitacre¿ spinal tray syringe. The following information was provided by the initial reporter: "the customer reported that on (B)(6) 2021, the anesthesiologist is giving spinal anesthesia to a patient, when he prepares the syringe with the anesthetic medicine of bupivacaine, is going to administer it, observes that the syringe has a colored black particle visible with movement, he speculates that it might be from the plunger of the syringe."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001420447 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black particle of foreign matter was found in the bd whitacre¿ spinal tray syringe. The following information was provided by the initial reporter: "the customer reported that on (B)(6) 2021, the anesthesiologist is giving spinal anesthesia to a patient, when he prepares the syringe with the anesthetic medicine of bupivacaine, is going to administer it, observes that the syringe has a colored black particle visible with movement, he speculates that it might be from the plunger of the syringe."